Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an inferior vena cava filter placement procedure via the right common femoral vein access, after withdrawing the dilator and inserting it into the filter storage tube, it could not be pushed forward, and the device was allegedly could not be advanced. It was further reported that the push rod was allegedly found to be broken. Furthermore, there was difficulty in retracting the device through the introducer sheath. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two photo was provided and reviewed. One photo shows that the wire and the pusher rod was completely detached. Filter is seen in the storage tube with the detached wire. In addition, the pusher wire also completely detached from the catheter and present in the storage tube along with the filter. Second photo shows the label of the device. Based on the photos, the reported break is inconclusive, as no objective evidence was provided. Detachment identified and confirmed as the pusher wire is seen completely detached from the catheter and present in the storage tube along with the filter. Reported failure to advance also confirmed as the filter is seen in the storage tube with the detached wire. A definitive root cause for the break, failure to advance and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2026), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure via the right common femoral vein access, after withdrawing the dilator and inserting it into the filter storage tube, it could not be pushed forward, and the device was allegedly could not be advanced. It was further reported that the push rod was allegedly found to be broken. The procedure was completed by using another device. There was no reported patient injury.